Manufacturer narrative:
Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of initial surgical procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was the hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? Mesh size and overlap? Closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? The mesh fixation technique: device and technique? (Single or double crown; spacing between implants). Was there any triggering event prior to present recurrence? (E.g. Sneezing, coughing, etc.)? How was the recurrence diagnosed? Please provide the date of reoperation. Are there any pictures available? What is the patient¿s current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia repair procedure and mesh was implanted. After the mesh was anchored to the walls of the tissue, the mesh pulled from the anchors while the patient was in recovery. The doctor reoperated on the patient and implanted a second unknown mesh. Additional information has been requested.